Event description:
Medwatch report mw5170078 received and reports: "patient underwent a planned left ureteroscopy. The ureteroscope initially inserted easily. After surgery was completed, the scope could not be removed. 2 to 4 cm of ureteroscope was left in the distal ureter. On examination of the visible portion of the ureteroscope that was protruding from the ureteral orifice, the plastic sheathing on the outside of the scope had partially detached from the proximal end of the scope, and was accordioned inside the ureter, making the scope impossible to remove. Finally removed after 2 subsequent surgeries." Additional information was received from the customer: the initial procedure and patient¿s anesthesia was extended during the initial attempt of the therapeutic procedure. When the sheath detached and attempts to remove the sheath failed, the surgery was cancelled. The patient required inpatient admission due to tissue swelling related to the attempted removal of the plastic sheath. Medical observation, pain management, and steroid medication were provided until surgery could be scheduled the next day to complete the initial procedure and remove the retained plastic sheath. However, during surgery the next day, the plastic sheath/ureteroscope still could not be removed, and the surgery was canceled and postponed. The retained object was successfully removed on (B)(6) 2025, and a stent was placed. The patient was discharged the same day. The patient underwent an additional 60 minutes of anesthesia for the second surgery and another 60 minutes for the third surgery.